Event description:
Additional information received from the healthcare provider (hcp) via the clinical study indicated the device diagnosis was updated to pump inversion.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving fentanyl 2,000 mcg/ml at 1,074.2 mcg/day, bupivacaine 20.0 mg/ml at 10.742 mg/day, and dilaudid 0.5 mg/ml at 0.26856 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that the patient was in pain due to a car accident on (B)(6) 2015. The patient suddenly experienced extra pain following the accident. The patient was seen for the pain, but no one wanted to prescribe pain pills for the pain. The patient indicated the pain was an acute incident and not chronic. Additional information was received from a healthcare professional via a clinical study. The clinical diagnosis was indicated as pump flipping in the pocket secondary to car accident. The pump flipped upside down in the pocket requiring manual flipping of the pump. Re-positioning and a surgical revision of the pump pocket were required. The outcome resolved without sequelae on (B)(6) 2016. The etiology was indicated as unlikely related to the device or therapy, and not related to the implant procedure.